Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6, and h.11. One opened side port knife, in sheathing, in a blister. The product was received for the report of dull knives. The sample was visually inspected and found to be nonconforming. The sample blade had a bent tip and damaged cutting edge. Penetration testing could not be performed due to the damage to the sample. A review of the device history record traceable to the reported lot number indicates that the reported product was processed and released according to the product¿s acceptance criteria. The exact root cause could not be determined from the investigation performed. The damage to the returned samples is consistent with damage that can occur when the blade contacts a hard surface, such as the protective blade tray, when the product is improperly removed or inserted after use, or due to improper handling or contact with another instrument during surgery or set-up. The damage seen on the returned complaint sample could have contributed to the customer's reported issue of dull knives. The exact root cause for the damaged knife sample is unknown, therefore specific action with regard to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged tip and damaged cutting edge exhibited on the returned opened sample, is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A pharmacist reported that during cataract surgery, an ophthalmic knife was blunt. Surgery was completed on the same day and no patient impact was reported. This complaint is pertaining the thirteen of sixteen reports received from the initial reporter.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.